Event description:
It was reported that the patient was experiencing pain at the left side where the ipg was located. The patient stated that the pain started when the stimulation turned off. The patient was given an injection that relieved the pain. The patient was also reprogrammed that also improved the pain relief. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.

Manufacturer narrative:
Exact date unknown, event occurred two and a half weeks ago.

Event description:
It was reported that the patient was experiencing pain at the left side where the ipg was located. The patient stated that the pain started when the stimulation turned off. The patient was given an injection that relieved the pain. The patient was also reprogrammed that also improved the pain relief. The patient will undergo a revision procedure.